Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump had motor error and random no delivery alarms. Customer's blood glucose level was unknown. Customer also stated that the insulin pump had rainbow effect on screen and was rejecting brand new batteries. It was also reported that the insulin pump had grinding noise during rewind and plastic chips off when changing reservoirs. The insulin pump will not be returned for analysis.